Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complaint¿s experience of a bent trocar. The obturator was also cracked and fractured. Based on the condition of the returned unit, it is likely that the reported event was caused by a high force that was applied to the trocar during insertion. It is possible that the obturator cracked and fractured due to a material abnormality; however, the cracks and fractures could have been caused by prolonged lipid exposure while the unit was in transit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. A bent trocar is considered not reportable as it is unlikely to cause or contribute to death or serious injury. The event is being reported due to the fracture that was observed on the obturator during evaluation of the product.

Event description:
Procedure performed: gastrostomy tube placement. Event description: they were doing a gastrotomy tube placement when the device bent upon entry. No patient injury. They used another trocar to complete the case. It bent from the middle of the cannula. The obturator was inside the cannula. Unknown if excessive force was applied. The device is available for return. Intervention: they used another trocar to complete the case. Patient status: no patient injury.